Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. The patent was walking at the time of the shock. The doctor has now reprogrammed the device sensing vector from the alternate sensing vector to the primary sensing vector. The patient will be checked again in one month. There were no additional adverse patient effects. The system remains implanted.